Event description:
It was reported that the device failed operation check out. There was reportedly no patient involvement. There was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).